Event description:
A 3.5mm ti rod, implanted at c6-c7 along with 3.5mm ti cancellous axon screws and axon locking screws, was noted to have migrated out of the screw heads three months or so after implant. During a revision procedure, locking screws were noted as loose. Surgeon removed the rod, screws and locking screws, determined the pt had a solid fusion, and no additional implants were necessary. Balance of hardware was left in the pt.

Manufacturer narrative:
Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.